Manufacturer narrative:
(B)(4) exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Document review: there is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. A review of the manufacturing records for the metallic resonance stent device of this lot did not reveal any discrepancy related to the complaint issue. A review of the qc records for the components determined that the raw material is subject to incoming inspection and has been accepted into cook (B)(4). Prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. This complaint has been confirmed based on customer testimony. The overall complaint has been assessed and the risk has been determined to below. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow-up report is being submitted due to additional information - investigation details. Updated with qc record review and risk assessment. A double j stent has been placed in the patient who has pancreas cancer with accumulation of ascitic fluid. The physician selected rms-060026-r as matching the length of the double j stent. The bladder was compressed and contracted due to accumulation of ascitic fluid and it caused difficulty of perfusion and poor visibility to find the opening of the ureter, but he managed to place the rms-060026-r. However it was placed as a little too long, so he decided to remove it. He grasped the stent using forceps and pulled it out of the patient body and found the stent got damaged where it was grasped. The outer coiling was stretched and inner wire was exposed, so he gave up on attempt of re-insertion. As noted above, even finding the opening of the ureter was difficult, so he decided to convert to hephrostomy. Clinical input received as follows: "failure of attempt of re-insertion stent (stent got damaged) resulted a secondary intervention (nephrostomy)which was in order to prevent further hydronephrosis to this patient."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue "a double j stent has been placed in the patient who has pancreas cancer with accumulation of ascitic fluid. The physician selected rms-060026-r as matching the length of the double j stent. The bladder was compressed and contracted due to accumulation of ascitic fluid and it caused difficulty of perfusion and poor visibility to find the opening of the ureter, but he managed to place the rms-060026-r. However it was placed as a little too long, so he decided to remove it. He grasped the stent using forceps and pulled it out of the patient body and found the stent got damaged where it was grasped. The outer coiling was stretched and inner wire was exposed, so he gave up on attempt of re-insertion. As noted above, even finding the opening of the ureter was difficult, so he decided to convert to hephrostomy. A section of the device did not remain inside the patient¿s body." This device was not returned to cirl for evaluation and the customer did not supply photographs. Therefore, a document based evaluation has been performed. This complaint has been confirmed on customer testimony. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Also, as noted in step 7 of the instructions for use, ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a possible root cause for this complaint issue is that excessive force was exerted whilst removing the stent with the forceps, thus stretching/ uncoiling the stent and exposing the wire. However, a definitive root cause for the customer complaint could not be determined as the exact conditions of use could not be replicated in the laboratory setting. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." A review of the manufacturing records for the metallic resonance stent device did not reveal any discrepancy related to the complaint issue. Prior to distribution, all rms devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.

Event description:
A double j stent has been placed in the patient who has pancreas cancer with accumulation of ascitic fluid. The physician selected rms-060026-r as matching the length of the double j stent. The bladder was compressed and contracted due to accumulation of ascitic fluid and it caused difficulty of perfusion and poor visibility to find the opening of the ureter, but he managed to place the rms-060026-r. However it was placed as a little too long, so he decided to remove it. He grasped the stent using forceps and pulled it out of the patient body and found the stent got damaged where it was grasped. The outer coiling was stretched and inner wire was exposed, so he gave up on attempt of re-insertion. As noted above, even finding the opening of the ureter was difficult, so he decided to convert to nephrostomy. Clinical input received as follows: "failure of attempt of re-insertion stent (stent got damaged) resulted a secondary intervention (nephrostomy)which was in order to prevent further hydronephrosis to this patient."